Event description:
Micropuncture introducer fractured during procedure of insertion of tunneled dialysis catheter. Additional information provided (B)(6) 2013. Confirmed with customer. With ultrasound guided access, the physician removed the fragments with a snare catheter and confirmed all fragments were retrieved. No harm to the pt.

Manufacturer narrative:
Removal of device portion is not labeled. Device separation/breakage is not labeled. Maude report: (B)(4). Event evaluation: still under investigation.